Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the during assembly - the check process of sterile processing, it was observed that the motor device had cuts/cracks on the sleeve. During in-house engineering evaluation, it was determined that the device had oil leaking from the seal, worn vanes, low rotations per minute, missing red indicator, loose set screw, failed safety lock, damaged pawls release, dented motor housing and elbow, and cuts in the hose. It was further determined that the device failed pretest for hose verification, muffler tube verification, loctite- modified set screw assessment, safety assessment, rotational speed assessment and oil leak assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.